Event description:
It was reported that on (B)(6) 2025, a 25mm navitor was chosen for implantation, utilizing a small flexnav. The patient presented with a 0mm membranous septum, a medical history of right bundle branch block (rbbb), and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 1mm on non-coronary cusp (ncc) and 2mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. However, during release of the 25mm navitor, a complete atrioventricular block (cavb) occurred. While leaving the procedure room, to treat the heart block, a temporary pacemaker was placed there was no clinically significant delay in the procedure. Hospitalization was extended for follow-up monitoring of the patient¿s heart rate. It was reported that the heart block was resolved, and the patient¿s status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the complete heart block could not be conclusively determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as temporary pacemaker was placed and the patient was hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.